Event description:
It was reported that underfill occurred with a bd vacutainer® lithium heparin (lh) 95 usp units blood collection tube. The following information was provided by the initial reporter, "part no.: 367886. Batch no.: 8215737. Description of complaint: it was reported that the customer had a "qft single tube that only collected about ½ the full vials worth of specimen". Original text: hi , we got another complaint off the green top lit hep tubes 367886. We still gathering additional information regarding lot # and photos. I am a little concerned regarding this issue. We had three complaints in february and now this is the second one in april."

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, the issue relating to underfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#(B)(4). The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for underfill with the incident lot was not observed. Additionally, testing of the retain samples was conducted and underfill was not observed. Further investigation has been initiated through CAPA#(B)(4). The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: CAPA#(B)(4) has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that underfill occurred with a bd vacutainer® lithium heparin (lh) 95 usp units blood collection tube. The following information was provided by the initial reporter, "part no.: 367886. Batch no.: 8215737. Description of complaint: it was reported that the customer had a "qft single tube that only collected about ½ the full vials worth of specimen". Original text: hi , we got another complaint off the green top lit hep tubes 367886. We still gathering additional information regarding lot # and photos. I am a little concern regarding this issue. We had three complaints in february and now this is the second one in april."